Manufacturer narrative:
Citation: gandolfo, c. Md et al. Acute obstructive thrombosis of sapien 3 valve after valve-in-valve transcatheter aortic valve replacement for degenerated mosaic 21 valve. Jacc cardiovascular interventions (2017) s1936-8798(17)31879-4 doi 10.1016/j.jcin.2017.08.054. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding an (B)(6)-old male patient who had previously been implanted with a 21 mm bioprosthetic surgical mosaic valve. The serial number was not provided. Approximately, eight years after the implant, the patient presented with dyspnea due to stenosis and subsequent increased gradient measurements (58 mm hg). A non-medtronic balloon expandable transcatheter bioprosthetic aortic valve was implanted, valve in valve. No additional adverse patient effects or product performance issues due to a medtronic device were reported.